Event description:
It was reported that following the implantation of an advance sling the patient is experiencing urinary retention and "has to self cath." No additional intervention is planned at this time however, he is scheduled to see his urologist in follow-up. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the patient reported he is "still in retention at six weeks." He has another follow-up appointment scheduled with his urologist. There were no further patient complications reported as a result of this event.